Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced a transient ischemic attack (tia) in (B)(6) 2015, the patient had a watchman laa closure device implanted. Three-four weeks later, the patient experienced a tia stroke. At the 45 day follow up, they noticed a 1mm jet around the device, so the patient was kept on warfarin. In (B)(6) 2015, the patient experienced another tia. All of the imaging was normal; there were no lesions on any scans. The patient's symptoms included right arm and leg weakness and aphasia. They administered tissue plasminogen activator (tpa) and the patient recovered and is now fine with no residual symptoms.